Event description:
On (B)(6) 2023, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023, the patient experienced stoma site redness and yellow discharge. The patient sent a photo of the stoma to a surgeon who confirmed a stoma site infection and prescribed oral cephalexin. On (B)(6)2023, the stoma site infection with redness and yellow discharge resolved.

Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.